Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On 13-jun-2024, it was reported that patient faced infusion set cannula crimped event within last week. Event occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for less than a day. Patient replaced infusion set and resumed insulin successfully. No further information available.